Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate is in 2018. Model number: unknown, not provided. Serial number: unknown, not provided. Catalog number: catalog number is unknown, as product serial number was not provided. Expiration date: unknown as there is no serial number provided. UDI number: UDI number is unknown as product serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Device manufacture date: unknown as there is no serial number provided. Device evaluated by MFR: the device is not returning for evaluation as it remains implanted in the patient¿s eye; there was no model/serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon is gathering information on cases related to visual complaints (spider web dysphotopsia, poor near) and some hazing of iol optic material noted in these patients post-op following symfony intraocular lens (iol) implantation. Requests were made for additional information but no additional information has been provided related to the reported symptoms. No additional information received.